Event description:
The pt reportedly experienced intermittencies followed by a loss of lock between her external equipment and the cochlear implant. External equipment was exchanged. Testing confirmed that the pt's device was functioning. Programming adjustments were made. However, the problems were not resolved. It was decided to explant the pt's device. Surgery to explant the pt's device was scheduled.